Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "devic ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psychological injury") and urinary tract infection ("uti") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, back pain, abdominal pain, rash, skin disorder, psychological trauma and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, urinary tract infection and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: event injury nos replaced with event perforation: fallopian tubes, perforation: uterus, pregnancy, device ineffective, stillbirth/miscarriage, pelvic pain, back pain, abdominal pain, rash, skin condition, psychological injury, uti and plantiff did not underwent essure confirmation test. Reporter information and patient demographic details was added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.